Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display as well as a button contact defect. This report is made based on results of investigation completed on 05/22/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/22/2015 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. The ok keypad button was unresponsive to user presses. The keypad cover was removed, and the ok button contact was damaged. Unrelated to these issues, the keypad cover was observed to be torn at the ok button. (B)(6)